Event description:
It was reported that the screen on a customer's pump was broken, rendering it unreadable and unresponsive. There was no reported impact on the customer's blood glucose levels, the customer reverted to an alternate form of insulin therapy,